Event description:
On 10/04/2019, neotract was informed of a successful prostatic urethral lift (pul) procedure on (B)(6) 2019 during which two delivery devices did not deploy properly. No patient harm or injury was reported. Upon return of the devices to neotract, investigation of one device indicated that 32mm of the needle tip was missing. The physician was notified of the investigation results. Despite multiple requests for follow-up, no additional information is available to assess the location of the missing needle tip.